Event description:
Boston scientific received information that this lead had dislodged resulting in increased pacing thresholds. The physician performed an additional procedure to reposition this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.